Manufacturer narrative:
H6: corrected medical device problem code and type of investigation. Manufacturer narrative updated: the reason for the reported event in (B)(4) cannot be confirmed from the information provided but may be due to prosthesis wear additionally, the devices were implanted for over ten years prior to the reported failure(s). And/or inclusion of the polyethylene in the packaging recall. Potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-010-01-0220 - logic femoral ps cem left sz 2 (B)(6) 02-010-01-0320 - logic femoral ps cem right sz 2 (B)(6) 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t (B)(6) 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t (B)(6) 200-03-29 - one peg patella 29mm (b)((6) 200-03-29 - one peg patella 29mm the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 140 months after a left knee replacement procedure, the patient experienced prosthesis wear, pain, difficulty with everyday activities, and trouble walking. No further issues or complications were reported. No additional information is available.